Event description:
The customer reported that the system boots to rolling lines on the monitor screens. The problem occurred after initial power on/off system after a procedure.

Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge svc rep could not duplicate the problem. He tested multiple system boots with no error. He inspected the interconnect cable, receptacle and high voltage cable connections. He checked the power supply, the voltages were in spec. The system operates as intended.